Manufacturer narrative:
A boston scientific crm technical services consultant suggested performing a download of the device memory which cannot be performed at this time. The consultant stated that if the device was in retry, the behavior exhibited may occur because the device would operate in the next higher current bin and its longevity would be affected. Currently the device looks like it should have 3.5 years longevity remaining. The consultant suggested another interrogation of the device and a complete memory dump be performed when possible. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that six months ago, this pacemaker displayed a longevity of 4.5 years remaining and today it is displaying 1.5 years of longevity remaining. It was noted that the device has been in retry three times in the past month